Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00134, on august 31, 2015. 09/25/2015 additional information: there is no patient sample available for further testing and investigation. Therefore, the cause could not be determined. Based on the information provided by the customer, it appears to be an unidentified sample specific issue. The account runs approximately (B)(4) hbsagii samples a month and this has been the only false positive result. This is an approximate specificity of (B)(6). The advia centaur hbsagii IFU (B)(6) states the specificity of this assay as (B)(4) confidence interval of (B)(4). The account's specificity is meeting assay claims provided in the hbsag ii instructions for use (IFU). The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant advia centaur xp (B)(6) results is unknown. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation. The instrument is performing within specifications. No further evaluation of the device is required. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings. Assay performance characteristics have not been established when the advia centaur hbsagii assay is used in conjunction with other manufacturers' assay for specific (B)(6) serological markers." (B)(4).

Event description:
(B)(6) advia centaur xp hbsagii (B)(6) results were obtained for a patient sample. The patient sample was tested on two alternate methods and the results were (B)(6). The siemens technical application specialist (tas) went to the customer site. The tas recalibrated the advia centaur xp hbsagii assay and tested the same patient sample. The results were (B)(6). The tas did not observe any clumpings or other issues with the reagents. The patient sample was centrifuged again prior to repeat testing. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbsagii result.